Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effect of occlusion is listed in the proglide instructions for use (IFU), as a potential adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effect appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device after a coronary interventional procedure. Reportedly, after the procedure and during closure with the proglide, it was noted that the sutures of the proglide device had stitched the back wall and the vessel had become occluded. The artery was treated with balloon angioplasty via the right common femoral artery. Hemostasis was achieved with the reported proglide device. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.